Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 5 bd precisionglide¿ needles 26g x 1/2 in experienced a needle that broke. The following information was provided by the initial reporter: material no.: 305111, batch no.: unknown. Caller reported issue with needle bending and breaking off due to user error when loading cartridge with insulin number of occurrences - 5. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Was the syringe/needle reused? - no. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product available for return to bd? ¿ no.